Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was having the entire system explanted on (B)(6) 2018. Additional information was received from the rep on 2018-09-10. The rep reported that no known cause was determined for the connection and charging difficulties. The rep reported that the patient stated that the battery was placed at too much of an angle in the pocket which caused discomfort. The physician didn¿t address battery location or position. The rep reported that the patient requested that the system be explanted. The system was explanted on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was concerned the ins battery was draining in her body. The patient reported that she turned the ins off because she didn¿t need the ins all the time. The patient reported that she would turn the ins off when the battery was full and a week later she noticed the ins battery was half full. The patient was wondering if the ins battery would deplete when the ins was off. The patient also reported that the ins had shifted. The patient reported that she bumped into the handle on the stove and now the ins was tilted upward where the top of the ins battery was pointing upward. It was reviewed that the ins battery can drain even when the ins isn¿t turned on. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient was unable to receive adequate coverage in their back. The notes from the patient's last reprogramming session said that the patient approved of the new program and that it covered their back. The patient now said that their stimulation hadn't provided pain relief since december and that they rarely used it. The patient complained of the recharge burden and that it took almost 20-30 minutes to just receive a good connection. They felt that the battery moved in the pocket and was now protruding. No falls were reported. The representative retested all of the patient's groups and the patient claimed that none of them covered their painful areas. They were scheduled for fluoroscopy on (B)(6) 2018 to evaluate lead placement and the battery location. No further complications reported.